Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Lack of primary stability (unable to place implant into osteotomy): a summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the doctor was unable to place the implant into the patient's osteotomy. Another implant from stock was used to complete the procedure. Also, the customer confirmed that the wrong tooth numbers were written on the customer experience report (per). The correct tooth number should have been reported as #4.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). After additional information was received on (B)(6) 2019, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR - 0002023141- 2019 - 00479 submitted on (B)(6) 14:30:57 edt 2019 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Device lot number: not provided. Initial reporter email address, fax number: not provided. PMA/510(k) number: k013227.

Event description:
It was reported that an implant (tsvwb11) was unable to be placed into osteotomy. Implant did not achieve primary stability. Site was bone grafted.